Event description:
Patient presented to facility for mediport placement with no documented issues during procedure. Patient returned 3 days later with chest pain and shortness of breath to e.d. Patient had cat scan showing elongated broken segment catheter type material approx 9.8 cm spanning right atrium and right ventricle of heart. Patient underwent second procedure to have foreign body removed. Segment of catheter is relatively rigid and uniformly white. Diagnosis or reason for use: mediport placement 6 french.